Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf device code a150207 captures the reportable event of device difficult to remove.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a biliary tract stone removal by endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During procedure, an alliance handle was used with the trapezoid rx to attempt to crush a stone in the bile duct. However, the handle fractured, causing the basket to get stuck in the bile duct and unable to be removed. A photo of the device was provided showing the handle cannula detached from the handle. The front end was pushed forward until the stone fell through the basket. Then the basket was removed and another trapezoid rx was used to complete the procedure. There were no patient complications and the patient's condition following procedure was stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a biliary tract stone removal by endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2026. During procedure, an alliance handle was used with the trapezoid rx to attempt to crush a stone in the bile duct. However, the handle fractured, causing the basket to get stuck in the bile duct and unable to be removed. A photo of the device was provided showing the handle cannula detached from the handle. The front end was pushed forward until the stone fell through the basket. Then the basket was removed and another trapezoid rx was used to complete the procedure. There were no patient complications and the patient's condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf device code a150207 captures the reportable event of device difficult to remove. Block h11: the returned trapezoid rx was analyzed, and a visual inspection observed the handle cannula was detached and bent; both screw dimples were observed in the cannula. The working length was bent, and the side car rx was pushed back 1 cm. The customer provided a picture where it can be observed the handle cannula detached from the handle. Based on all available information, the reported event of handle cannula detachment of device or device component was confirmed. However, the event of device difficult to remove was unable to be confirmed with testing of the returned product. Product analysis determined that the handle cannula was detached from the handle. Examination revealed that although both screw dimples were present on the cannula, one dimple did not have sufficient depth to adequately secure the cannula to the handle. The investigation concluded that the handle cannula detachment was most likely due to a "quality control deficiency." An investigation has been opened to evaluate the manufacturing process and implement corrective actions to prevent recurrence. Analysis of the returned device also identified side car push back, along with bending of the handle cannula and working length. These conditions were determined to be most likely procedural forces applied during lithotripsy and were classified as "adverse event related to procedure." The reported need for an additional device and difficulty removing the device occurred during the procedure; however, the available information was insufficient to determine a definitive cause for these events, therefore are classified as " cause not established". Based on the results of the investigation and product analysis, the most probable cause of the reported event was determined tp be "quality control deficiency."